Event description:
A hand surgeon removed a lag screw from a carpalfix construct. It was reported that the screw had backed out and caused patient pain. The joint fused so the surgeon left the x-post component of the construct in and did not place another screw.